Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the motor, force sensor, battery tube, vibrator, keypad flex tail and electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error. The blood glucose level was unknown. The customer reported that they received a critical pump error image on the pump screen. Troubleshooting was performed. The customer was advised to discontinue use of pump and revert to the backup plan. Pump being returned for analysis.